Event description:
A nurse reported that during a cataract surgery an ophthalmic phacoemulsification handpiece displayed system messages and also surgeon felt the handpiece was hotter than usual. Procedure was completed on the same day. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification handpiece was not returned for evaluation. A phacoemulsification handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).